Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they were discarded. Testing for radio-opacity was performed on the retained sample from the same lot and was found to be within specification. (B)(4).

Event description:
Embolization treatment of an avm with onyx. During procedure, it was reported that onyx could not be visualized under the fluoroscopy. No patient injury reported.